Manufacturer narrative:
The catheter was found to have a full open condition when connected to the vigilance ii monitor. Flexing of the catheter tip area found that the thermistor had an intermittent condition at the thermistor bead. Further examination revealed that the catheter provided accurate readings at 37.0 degrees celsius. There were no inaccurate readings were observed. This event was determined to be reportable following edward's standard procedure; however, the customer reported event for inaccurate measurement could not be confirmed. The non-conformance would result in the inability to measure cardiac output. A device history record review was not completed due to the lot number not being provided.

Event description:
It was reported that inaccurate readings, such as 15 degree celsius were observed when obtaining the blood temperature measurement . There were no patient complications reported.

Event description:
Information received indicates the brake casters continue to swivel when in brake.